Event description:
It was reported that the battery of this subcutaneous implantable cardioverter-defibrillator (s-ICD) was suspected to be depleting prematurely. During last device check, the battery was at 12% and has now reached end of life (eol) within 5 months. Boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.